Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed: underwent paravaginal repair, ivs tunneller, gynecare, gynemesh and prefyx sling placement. Concomitant therapy: gynecare gynemesh ps, prefyx sling system.